Manufacturer narrative:
Film evaluation results are: the cause of the events could not be determined from the limited images provided. The pre-implant anatomy is unknown, and pre-implant and post-implant films were not available for review. The cause of the low placement of the bifurcate could not be determined. The cause of the aortic cuff deployment difficulties with the resulting suprarenal stent malposition, likely entanglement and possible type I endoleak, also could not be determined. Images during the bifurcate and aortic cuff deployment, tip capture, and delivery system removal were not seen in the films provided. These events were likely user related. It is possible that the patient's anatomy may have also contributed.

Event description:
An endurant stent graft system was implanted for the urgent endovascular treatment of an abdominal aortic aneurysm. It was reported that during the implant procedure, the endurant aortic cuff did not fully deploy. After the spindle was recaptured, the tapered tip became caught on the aortic cuff. The cuff was placed proximal to the bifurcate. The physician believed the bifurcate to be a bit low. The physician reportedly thought that the cause of the cuff deployment issue was because "the hooks might have been hung up on something." The physician further commented that they were not sure as to what cause the tapered tip to become caught on the cuff; but they did state that they may not have removed it properly and did not rule out physician error. The physician was also not sure if they recombined the tapered tip with the graft cover. The patient was stable after the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth.